Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported unintended movement of clip open while locked. The reported clip open during establishing final arm angle/efaa appears to be related to the clip open while locked. The inability to open the clip appears to be due to troubleshooting maneuvers of the efaa. The inability to open the clip then resulted in the difficulty to removing the device. The reported unexpected medical interventions were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip failed the final arm angle test. It was reported that this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr), with an mr grade of 4. The clip delivery system (cds) was advanced and the clip was placed in central a2/p2. However, during the second final arm angle test (efaa) (after lock line removal) the clip opened greater than 5 degrees. Efaa was tested two more times and efaa failed. An attempt to invert the clip for removal failed. The clip failed to open past 60 degrees. The decision was made to deploy the clip for removal of the cds. Upon clip deployment, the clip partially opened to a 60 degree angle but remained attached to the leaflets. Two additional clips were placed one on each side of the xtr clip to secure it in place. Mr was reduced to 1-2. The patient remained in stable condition. There was no adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.